Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a new instruction for use (IFU) software was required to be installed. Once the software was installed and verified. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
Additional information: a medtronic representative reported that there was no patient involved. The umbilical connection to image acquisition system (ias) was loose. Consequently the batteries were not charged resulting in the system stopping after a very short distance. After this, the rep performed a full system check-out. The system was fully functional.

Manufacturer narrative:
Correction: unique device identification (UDI) updated to proper value.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system batteries depleted within 200 m of motion being completed. The imaging system was reported to have been plugged in and charged for 3 days. There was no patient present when this issue was identified. No additional information was provided.